Event description:
A surgeon performed a revision case in 2007, due to patient having pain. The patient had fused and there was no reimplantation required. Four screws were removed. Type of screws removed is unknown, but screws were of the incompass product line. The hardware will not be returned.

Manufacturer narrative:
Investigation pending.